Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had loading problem wherein the ring of shot and closing of jaws did not look firm. It did not fire although the surgeon was able to press the green button and the handle was too easy to squeeze. No resistance for firing.